Manufacturer narrative:
The event occurred in germany. It was reported that a hl 20 pump displayed the error message "head". No harm to any person has been reported. This error message could lead to an unintentional pump stop. Therefore a report is required. A getinge field service technician will be sent for investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted.

Event description:
The event occurred in germany. It was reported that a hl 20 pump displayed the error message "head". No harm to any person has been reported. This error message could lead to an unintentional pump stop. Therefore a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the hl20 pump displayed the error message: "head" during treatment. No harm to any person was reported. According to the service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). The device was returned to manufacturer for repair. The belt kit was found defective and was replaced. Most probably caused by a low tension of the belt, which caused the second belt to come over and caused the head error. The fst performed safety, calibration, and functionality checks to factory specifications and device, all function tests are passed. The device was returned to the customer. The device in question was manufactured on 2017-11-21. The review of the non-conformities during the period of 2017-11-21 to 2024-05-16 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "error message: head" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).